Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed and the push catheter out from the proximal handle. Functional inspection was then performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was moved down to the second and fourth position and the stent was deployed appropriately. No other issues were found with the device. Product analysis confirmed the reported event of stent failure to deploy and handle break as the stent was returned partially deployed and the push catheter was out from the proximal handle. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the reported events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU. The complainant reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. The IFU states: "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a duodenal obstruction during a gastrojejunostomy performed on (B)(6) 2025. During the procedure, the physician was not able to get the stent's first flange to fully deploy. The physician returned the deployment back hub to the original position but perforated the delivery system's handle with the catheter. The device was removed from the scope with the stent fully covered by the outer sheath and the procedure was completed with another axios device. There was no patient complications reported as a result of this event. Note : it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block d2b: product code: kns, pcu, qxh; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k)#: den230019, k150692, k153088, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a duodenal obstruction during a gastrojejunostomy performed on (B)(6) 2025. During the procedure, the physician was not able to get the stent's first flange to fully deploy. The physician returned the deployment back hub to the original position but perforated the delivery system's handle with the catheter. The device was removed from the scope with the stent fully covered by the outer sheath and the procedure was completed with another axios device there was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.